Manufacturer narrative:
(B)(6). Occupation: product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had alarmed "no disposable". The alarm was silenced, settings were reviewed and the pump was turned off. The clamp was closed, the cassette was removed and air bubbles were dispersed in the line. The cassette was re-attached, the pump was turned on and the alarm persisted. The troubleshooting steps were repeated, but the alarm still continued. The residual volume was 60ml, and 78.05ml had been administered. There was no patient injury.